Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinues visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
A physician reported that a patient had received high impedance on a normal mode diagnostic test "the other day." The last acceptable diagnostics were performed in (B)(6) 2010 with a dcdc code on 2 on normal mode diagnostics. The patient's current settings were 0.75 ma/20 hz/250 microsec/30 sec/5 min and 1 ma/60 sec/500 microsec. There was no reported trauma or manipulation preceding the event, and no adverse events were reported. X-rays were going to be taken of the patient to identify any observable issues. X-rays were received by the manufacturer and no obvious discontinuities or anomalies were noted; however, there did appear to be an acute angle in the lead body on one of the received x-rays, although the remaining three views did not show it. It was decided by the treating physicians that a revision surgery would be postponed in the short term - the patient was present at an appointment and stated he was not sure if the vns "ever worked." The physicians agreed to disable the patient's device and re-evaluate his status later. Follow-up with the local company representative, through, indicated that the neurologist felt that the device had been helpful for the patient. Based off the information received to date, a revision surgery is likely, but has not occurred to date.